Event description:
Patient is having trouble with her v-go staying on. Patient started with the starter kit last week and each of the v-go has fallen off due to her sweating. She changed site location, and got the same result. Patient did confirm that she is preparing infusion site properly.